Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision has been scheduled and to date, the lead remains in service. No adverse patient effects were reported. Additional information from the field indicates that the dislodgement was confirmed via x-ray. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A revision has been scheduled and to date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.